Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor and change sensor. The customer also states having issues with high blood glucose levels. The customer states their levels have gone up in the 400mg/dl. The customer states they are fairly new to the pump and have had issues maintaining their blood glucose levels. The customer was not able to conduct troubleshoot at the time. The customer was advised to call back to conduct troubleshoot. The customer is being sent out replacement sensors.